Event description:
As reported, during a common bile duct stone removal procedure, the user detected the outer sheath near the handle of an ncircle tipless stone extractor cracked and the basket was not opening and closing smoothly. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address line 2: (B)(6). G4: PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary a representative of tailan nanjing med. Tech.co. Informed cook on 14jul2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-045065-udh) from lot # 14874868. As reported, during a common bile duct stone removal procedure, the user detected the outer sheath near the handle of the extractor cracked, and the basket was not opening and closing smoothly. Another same device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook for evaluation in the original pouch. The sheath was split near the handle. The split was discolored. The basket was closed and could not be opened. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precautions: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the likely cause for the issue is that it was not used in the urinary tract. The provided information stated the device was being used to remove bile duct stones. The IFU supplied with the device states the device is intended for stone manipulation and removal in the urinary tract. There are unknown factors when the device is not used in compliance to the IFU. The device is not designed for use in scopes not for urinatory tract use, and in locations other than the urinary tract.